Manufacturer narrative:
Correction to initial MDR. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4). Description: linear st lead, 70cm model#: sc-4316 , lot #: 16114076. Description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure due to the spinal cord stimulator is not functioning properly. The physician assessed this could be due to lead migration, lead fracture or ipg failure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure due to the spinal cord stimulator is not functioning properly. The physician assessed this could be due to lead migration, lead fracture or igp failure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure due to the spinal cord stimulator is not functioning properly. The physician assessed this could be due to lead migration, lead fracture or ipg failure.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation.

Event description:
A report was received that the patient will undergo an explant procedure due to the spinal cord stimulator is not functioning properly. The physician assessed this could be due to lead migration, lead fracture or ipg failure.